Event description:
Multi-system organ failure. This patient was grafted with 30 epicel cea grafts in 2002. They were grafted again 12 days later with 20 epicel cea grafts. In 2003 they expired due to multi-system organ failure unrelated to the use of epicel. No further details were provided. No further information is anticipated. Manufacturer's comment: there was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this patient. Sterility tests samples collected pre-release and final product release were negative for growth.